Event description:
A malfunction alarm identified as "malf 3" was reported with no notable events occurring beforehand. The impact on the customer's blood glucose level was unknown or the customer declined to answer. Technical support planned to replace the pump as it was still under warranty. The customer was instructed to switch to multiple daily injections as a backup therapy and put the pump into storage mode before returning it using a pre-paid label provided by technical support. The customer understood and acknowledged the instructions.